Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose levels were 51 mg/dl, 339 mg/dl. The customer treated low blood glucose with glucose tablets. Customer using insulin pump within 48 hours of low blood glucose of event. Self test was passed. Based on customer¿s report customer did not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.